Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection ¿where the wires are¿ of their implantable neurostimulator (ins). The patient did not have meningitis. The infection was diagnosed on (B)(6) 2015 and a culture of the lumbar region (primary site of infection) grew (B)(6). It was noted that the infection was ¿only a skin infection¿. Patient symptoms associated with the infection included redness, swelling, drainage, and pain. The incision was cleaned out and the patient was given oral antibiotics (bactrim and doxycycline ¿ last refill on (B)(6) 2015). The infection was resolved and the patient stated that after the incision was cleaned out they felt much better now. The patient outcome was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.